Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an ongoing issue of ophthalmic knives that do not cut correctly during separate surgeries. Often, an alternate knife is required in order to perform the procedure. There was no report of any patient harm. Additional information has been requested.